Event description:
It was reported that the patient experienced pectoral stimulation at high unipolar and anodal stimulation from the left ventricle threshold. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.